Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7071872.

Event description:
It was reported that the patient was not getting stimulation coverage on the left side. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned.